Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications and passed both visual examination and functional testing. The reported event was confirmed via log file analysis which revealed a controller failed alarm due to uic communication failure. The vad stopped and electrical fault alarms found in the logs were associated with the driveline disconnect reported after a motor vehicle accident the patient experienced. The patient then appears to have been having frequent low flow alarms and had had his vad speed adjusted in the vad-implanting hospital. This is consistent the reports of cardiogenic shock and the speed adjustments reported by the cardiothoracic surgeon. The root cause of the reported event is due to uic communication failure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with a disconnection of the driveline from the controller, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately nineteen months after the implantation, the patient was in a motor vehicle accident mva (his second in a month). On this occasion, the motor vehicle accident involved only the patient's vehicle and a collision with a wall. The patient required four hours of cardiopulmonary resuscitation (CPR) in the field for pulseless electrical activity. He also developed ventricular fibrillation and required multiple electrical defibrillations. The date, time and number of defibrillation shocks were not reported. At the time of the event, the patient was taking aspirin (dose unknown), coumadin and bactrim. At some point during the patient's extraction and field treatment, his lvad driveline was disconnected from the controller. The mva event was reported to be unrelated to the pump by the study investigator. It appears that the patient was taken to a local hospital but then transferred. By the time the patient arrived at the vad-implanting hospital, his controller ((B)(4)) was alarming with a high priority alarm and a message indicating that the controller needed to be exchanged. The patient's controller was exchanged ((B)(4)). Details regarding what occurred with this exchange were not reported. In addition, the patient was having episodes of ventricular fibrillation, asystole and bradycardia. His condition required the use of multiple vasopressors and he was considered acutely ill. The patient's condition initially appeared grim and withdrawal of care was discussed with the family. However, a cardiothoracic surgeon (not the vad implanting surgeon) later assessed the patient and noted that he had an intrinsic heart rate (hr) of 40 bpm, a blood pressure of 70/60 mmhg, was being mechanically ventilated, followed commands and answered simple yes/no questions appropriately. Laboratory values included a creatinine of 3.27 mg/dl, a blood urea nitrogen of 30 mg/dl, a troponin of 2.10 ng/ml, a hemoglobin of 10.2 x 10/l, an international normalized ratio of 2.71, an aspartate aminotransferase of 1263 iu/l and an alanine aminotransferase of 858 iu/l. A chest x-ray revealed mildly increased cardiomegaly while an echocardiogram revealed an ejection fraction of 17%, mild tricuspid and aortic valve regurgitation, left ventricular suck-sown and a dilated right ventricle. The patient was discharged to a rehabilitation facility approximately five and a half weeks after his accident.